Manufacturer narrative:
The insulin pump received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump was received with minor scratched display window, cracked display window at lower left side corner, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer called and reported that the numbers on the insulin pump were scrolling by themselves. Customer's blood glucose was 105 mg/dl. Customer repeatedly removed and replaced the battery and the issue recurred. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.